Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of suspected peritonitis, which required hospitalization. The etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. Limited follow-up information precluded a more comprehensive investigation. However, per the hpm, the serious adverse events were unrelated to any fresenius product(s) and/or device(s). Additionally (based on internal records), the patient continues to utilize the same liberty select cycler without reported incident. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 10/jan/2024, fresenius became aware this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with suspected peritonitis (cause unknown). Attempts to obtain additional information (e.g., hospital records, medication list, pd orders, patient demographics) were unsuccessful.

Event description:
Additional information provided by the home program manager revealed the patient presented to the emergency room on (B)(6) 2023 with abdominal pain and was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every four days and ip cefepime 1000 mg daily for 21 days. Following discharge on (B)(6)2023 the patient resumed utilizing the same liberty select cycler without any reported issues. The cause of the peritonitis remains unknown; however, the hpm reported there was no fresenius device(s) and/or product(s) involvement.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Additional information provided by the home program manager revealed the patient presented to the emergency room on (B)(6) 2023 with abdominal pain and was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every four days and ip cefepime 1000 mg daily for 21 days. Following discharge on (B)(6)2023, the patient resumed utilizing the same liberty select cycler without any reported issues. The cause of the peritonitis remains unknown; however, the hpm reported there was no fresenius device(s) and/or product(s) involvement.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain), which required hospitalization and antibiotic therapy. The etiology of the serious adverse events remains unknown; therefore, causality could not be firmly established. However, per the hpm, the serious adverse events were unrelated to any fresenius product(s) and/or device(s). Additionally, the patient continues to utilize the same liberty select cycler without reported incident. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there were no reports a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.